Event description:
A call was received from a nurse on (B)(6) 2016. The nurse performed system diagnostics and high impedance and low output current was observed. The patient had a generator replacement (B)(6) 2015. A lateral and ap x-ray was suggested to evaluate the lead. No known trauma has occurred and the device has been left on for now. X-ray report was received but did not include any relevant information. No known surgical interventions have occurred to date.

Event description:
X-rays and x-ray report were received on (B)(6) 2016. Per the images received, it appears that the lead pin is inserted, but it is not completely inserted as the pin cannot be seen on the other side of the connector block. The lead wires at the connector pin and the feedthru wires appear to be intact. Of the lead portion assessed, there were no apparent sharp angles or gross fractures of the lead that could be seen in the images given. Patient underwent a full revision procedure on (B)(6) 2016. Several diagnostic tests were run in the or to confirm that it was not a lead pin insertion issue. Per the or supervisor, explanted devices are discarded.